Event description:
Surgeon reported that post-operative corneal haze was observed. The haze was treated by lifting of the flap and debridement of interface haze in both eyes. Current condition of the pt's eyes: less interface haze in both eyes. Prognosis is guarded.